Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the firmware was reloaded onto the imaging system, home was invalidated and functionality was restored. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A manufacturer representative reported that, while testing the imaging system, the unit lost homing position. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.